Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Same case as MFR# 2134265-2010-03849. It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right anterior tibial artery. The lesion was predilated with a 1.5x20mm sterling es balloon. The physician then wanted a larger sized balloon and a 2.00x40mm sterling es balloon catheter was advanced to the lesion. The balloon was inflated to 14atms for 30 seconds and ruptured. The device was removed from the patient and a 2.50x20mm sterling es balloon catheter was advanced to the lesion. The balloon was inflated to 8atms for 30 seconds and ruptured. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported with the patient's current condition listed as good.